Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy, which caused bacterial peritonitis. The peritonitis was manifested by pain and cloudy effluent. The treatment was not reported. The patient was not hospitalized for the reported event. The pd therapy was ongoing. The patient has recovered from the peritonitis. The nurse declined to provide any other information.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.